Event description:
Consumer developed an allergic reaction to the "retainer brite" tablets after she had been using them for one (1) month. During the last week her lips began peeling and had developed sores in her mouth.

Manufacturer narrative:
.